Event description:
Information was received indicating that a smiths medical cadd-solis vip ambulatory infusion pump exhibited over and under infusion (8.9%). No adverse patient effects were reported.